Manufacturer narrative:
Product analysis: the product remains implanted therefore no product analysis can be completed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that an unknown time following the implant of this transcatheter pulmonary bioprosthetic valve, the valve was reported to have multiple stent fractures. A second non-medtronic valve was implanted inside of the valve. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information received that approximately five years and nine months post implant of the pulmonary valve, the valve was replaced due to elevated pressures and gradients with severe stenosis. A valvuloplasty was performed followed by stent placement and an additional dilatation. A non-medtronic valve was then successfully implanted. No additional adverse patient effects were reported. If information is provided in the future, a supplemental report will be issued.